Event description:
Resident was discharged from another facility for admission to this facility. Transportation driver from this facility was informed that resident would require portable oxygen during transport. Transportation driver from this facility took along sealed oxygen tank for the resident's use. When the regulator was installed, it was discovered that the sealed oxygen tank was empty. The tank was tagged and returned to the distributor/MFR. The resident was transported to this facility using an oxygen tank from the discharging facility. No adverse outcome to the resident occurred.